Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. The instrument was placed on in-house system, engagement and recognition test passed. The instrument moved with a full range of motion. The scissors cut cleanly through .006 of latex. The blade edges were not damaged but the edges exhibited wear at the tips, negatively affecting cut performance. Additional observations not reported were the tube extension pad printing was removed. The damaged area measured approximately .233 x .048. Failure analysis concluded the damage was likely due to mishandling / misuse. The instrument main tube was cracked. The tube had a small hairline fissure in the axial direction, located directly below the tube reinforcement ring. The location of the crack was in an area that is not protected by tip cover. No other damage was found. Failure analysis concluded the damage was likely due to mishandling / misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the pad printing material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci prostatectomy procedure the monopolar curved scissors instrument were dull. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.